Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Customer informed bd that while injecting, the needle broke off in his arm. X-ray was taken and the needle was located in his arm. Needle was surgically removed.